Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail was broken at the account. A pt leaned on the side rail with enough force to snap the center arm. The technician replaced the side rail center arm assembly to resolve the issue.